Event description:
It was reported that the pump speed was 6200 revolutions per minute (rpm) with no alarms, but did not seem to be unloading. Following review, log files were sent after the pump speed was increased and noted the speed changes from 6200 to 6600 rpm and captured routine events on (B)(6) 2025. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data, the mechanical circulatory support (mcs) equipment appeared to have operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: date of event corrected manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop; however, a specific cause of the pump stop could not be conclusively determined through this evaluation. The submitted overlapping pump event log files collectively contained events from 11jun2025 through 26jun2025, per the timestamps. The log file captured data indicating a pump stop on (B)(6) 2025. The pump restarted at 12:00:55 and continued typical operation for the remainder of the log file. Review of the pump periodic log file data logging period revealed that the pump stopped sometime between 10:56:25 and 12:00:55 on (B)(6) 2025 and was off for an unknown amount of time. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mitral valve repair occurred on (B)(6) 2022. Mitral valve regurgitation and tricuspid valve regurgitation existed prior to implant. A device related issue did not cause or contribute to the mitral valve regurgitation and tricuspid valve regurgitation.

Event description:
On 31jul2025, further review of the submitted log files revealed an unknown pump stop on (B)(6) 2025 from 12:00:54-12:00:55.

Manufacturer narrative:
Section h6: health effect: clinical code, impact code, and medical device problem codes were corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Per the site, the right heart failure and aortic insufficiency existed pre-lvad and was not related to a device issue that could have cause or contributed to these conditions. As of (B)(6) 2025, the patient was at home and doing well. Fluid volume status was being monitored closely.

Event description:
Additional information was provided from on 21jul2025 that the cause of the left ventricle (lv) not unloading was determined to be fluid overload. Diagnostic testing included an echocardiogram (echo), which revealed the following: severely enlarged lv chamber dimension, severely reduced lv systolic function with an ejection fraction of 15% by biplane method of discs, the left ventricular assist device (lvad) was visualized in the apex, enlarged right ventricle (rv) chamber dimension with reduced systolic function, moderately enlarged left atrial (la) chamber dimension, normal right atrial (ra) chamber dimension, mild aortic valve (av) regurgitation, normal mitral valve (mv) leaflets with history of edge to edge repair, trace mv regurgitation, and trace tricuspid valve (tv) regurgitation. No patient consequences were reported as a result of the event. The exchanged patient cable would not be returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.